Manufacturer narrative:
(B)(4)

Event description:
The stimulation was turning off and on. There was no particular activity or position that was related. The patient could feel the stimulation turn off when she was laying on the recharger antenna during charging. She would feel a ¿sudden jolt when ins would kick on and off.¿ she would confirm with her patient programmer that the stimulation was on sometimes and off sometimes. This has been occurring for quite some time and the device has been reprogrammed with no improvement. The location of the symptoms were at the lead. She was at the clinic and it was decided that the lead and ins was going to be removed on (B)(6) 2013. The devices will be returned to the device manufacturer. She did feel pain back in the early days of having the implant. The stimulation was turned off completely and the ¿pain¿ was still there. Later on the stimulation was turned back on with adaptive stim turned off and then turned adaptive stim back on to try to determine issue but no correlation was found with the stimulation on/off issue. Impedance measurements were normal on all electrodes except 0, 3 and 4. Electrode 0 ranged from 3042-3385 ohms. Electrodes 3 and 4 were greater than 40,000 ohms. The group impedance was 411 ohms when programmed at 12+. 13+, 14-, 15-. The ins charge sooner and check ins clock were noted in the observation section of the 8840 screen. It was later reported that the patient¿s surgery was cancelled and will be rescheduled for a later date. Additional information has been requested.

Event description:
Additional information received reported that the patient's replacement was still implanted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4): product type programmer, patient; product ID 37754, serial# (B)(4): product type recharger; product ID 8840, serial# unknown, product type programmer; (B)(4).

Event description:
It was further reported the patient¿s implantable neurostimulator (ins) was explanted. It was noted the patient had intermittent stimulation, loss of stimulation, and a loss of therapeutic effect. It was stated impedance testing and reprogramming were performed for troubleshooting. It was stated the patient programmer and recharger had coupling issues and telemetry/interrogation issues and they were replaced. It was noted the patient status at the time of report was alive ¿ no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was not receiving effective therapy after the replacement and was being sent for further evaluation.

Manufacturer narrative:
Supplemental submitted for removal of device codes. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the initial implantable neurostimulator (ins) was turning on and off and not holding a charge, so the ins only was replaced in (B)(6) 2013.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the hybrid integrated circuit had mud cracking residue anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.